Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial and right ventricular leads had no-capture. The cinegram showed that the leads had moved. The physician attempted to reposition the leads but was unable to find an expectable position. The leads were removed and successfully replaced. No patient complications have been reported as a result of this event.